Event description:
On 8th june 2026, it was reported by an arthrex's employee via an email that for 2 units of ar-3630-1, fibertak¿ rc suture anchor, double loaded with #2 fiberwire® cl (blue/white, black/white), both the anchor pulled out during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2026. The procedure was completed successfully by using another product, ar-2324. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.